Event description:
It was reported that the customer's insulin pump was not working properly. It was stated that the customer pressed the act button, and the numbers began ramping up on their own, and the customer received an unwanted bolus of 3.0 units. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.